Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons damaged) was confirmed. Upon evaluation, the front response button was damaged. The root cause of the damaged response button was is physical abuse. Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon evaluation, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor or charger. Device manufacture date: monitor: (B)(6) 2014. Charger: (B)(6) 2013.

Event description:
A zoll distributor contacted zoll to report that the response buttons on a patient's monitor were damaged and the battery charger was not charging the battery packs properly.